Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set block alarm (B)(6) 2024. The blockage is located in the tubing. The glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. Customer changed supplies as necessary and resumed insulin therapy. No further information available.